Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The set-up joint (suj) has been returned and evaluated by the failure analysis team. The suj was returned for failure analysis due to errors 23008, 32101, and 32098. The errors were confirmed in the field via system log and were replicated in house. The suj failed with golden parts.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced set-up joint (suj) 4 to resolve the issue. The system was tested and verified as ready for use. Isi has not received the da vinci product for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated recoverable faults occurred. The customer disabled the universal surgical manipulator (usm) 4 to recover the fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs noticed errors 23008, 32101, and 32098 were reported for set-up joint (suj) proximal failure. The tse suggested restarting the system. The customer confirmed that the system was ready after disabling usm 4. The customer had concern to continue with three-usm procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown what type of surgical procedure was performed. The system was inspected prior to use with nothing out of the ordinary noted. System functionality was checked upon powering on the system, and it initially powered on without errors. Another da vinci system was used to continue with the procedure. The surgeon was not able to continue with the procedure with only 3 usms. The procedure was completed robotically with the backup da vinci system. There was no injury to the patient.